Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, the balloon was used with a 2.0x15 balloon catheter 3 times, however it ruptured on the third inflation at 10 atmosphere for 10-15 seconds. However, it was further reported that the balloon was completely removed from the patient without problem. The procedure was completed with a different device. No patient complications reported and no problem on the patient post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: wolverine device was returned for analysis. Based on the potential hazards/failure modes identified, the following attributes were examined: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. A visual and tactile examination found the hypotube to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, the balloon was used with a 2.0x15 balloon catheter 3 times, however it ruptured on the third inflation at 10 atmosphere for 10-15 seconds. However, it was further reported that the balloon was completely removed from the patient without problem. The procedure was completed with a different device. No patient complications reported and no problem on the patient post procedure.